Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly the patient was revised due to pain and metallosis at the neck-stem junction; clear yellowish fluid; black metallic-stained tissue; and the patient suffered abductor damage so severe due to corrosion-related metallosis that was not reparable from a structural standpoint. According to the information received we could not locate an invoice. Based on this information the 10 dislocations were not microport products.